Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical devices: model: 407652, lead; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had received an inappropriate therapy. The patients right ventricular (rv) lead exhibited high impedance levels on both high-voltage coils as well as the pace/sense portion which had been connected to the lv port of the device. A lead fracture is suspected. It was noted the patients system was utilizing an alternate, separate pace/sense lead connected to the rv port of the device which exhibited oversensing. The rv lead was capped and replaced. Once the new rv lead was placed, all leads were reconnected to the device utilizing the designated ports. No further patient complications have been reported as a result of this event.